Manufacturer narrative:
Seven 2290s samples were returned for investigation; three samples were received without packaging, and the remaining four samples were received in opened packaging from lot ta250182. A 5ml b. Braun injket syringe was also returned to aid the investigation. The customer reported "problems with permeability". The returned samples were subjected to functional testing by priming and flushing using a 50ml bd plastipak syringe; in all but one instance, one of the lines on each set would require significantly more force to flush through manually. The samples were then subjected to an infusion using an alaris gh pump obtained from bd stock, and infusion commenced a 50ml/h; in each instance the pump alarmed for occlusion, even with the occlusion alarm threshold set to the maximum of the pump. The occlusions were then isolated to the anti-siphon valve (asv) of the infusion set, and the tubing joints were disassembled; a closer inspection of the affected joints did not identify any solvent blockages, however the tubing appeared to be slightly deformed suggesting the tubing had been pushed too far into the asv during assembly. The details of this feedback were forwarded to the manufacturing site and the supplier of the asv for investigation. Following investigation, their analysis confirmed that the occlusion is most likely to have been caused by the tubing being inserted too far into the asv during the assembly process; as a result of this the valve was unable to open sufficient when subjected to a flush. This is a manually performed assembly step and is likely to have occurred due to human error. A review of the production records as well as testing of retained samples from lot ta250182 did not identify any in-process testing failures or quality deviations which may have resulted in a report of this nature. The quality team at the manufacturing site has been informed of this report and will continue to monitor the incoming feedback and remain vigilant to issues of this nature during future production. A review of the customer feedback database indicates that this is a rare occurrence with a small number of similar reports against the 2290s product in the past 12 months.

Event description:
No additional information.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that the bd tiva/tci set 3-w was occluded. The following information was provided by the initial reporter, translated from german to english: problems with permeability. Additional information received from the customer: please confirm the lot number(s)? Lot number was only identified on some of the samples, ta250182. Was the device being used in/on patient when the issue occurred? No was patient or user harmed? If yes, please explain. No please confirm how the fault was identified? Flushing and prefilling before connection to the customer or pump was not possible please confirm when the fault was identified during priming or during infusion? If during infusion, how long into the infusion? During priming please confirm the infusion set-up ¿ gravity or pump, height of infusion line, entry point to patient, infusion rate and pressure, infusion line set-up (other extensions or accessories) etc? Priming with 50ml bbraun perfusion syringe please confirm if there is any visible damage on the set? No visible damage please confirm the exact location of the reported fault within the set? Not identifiable please confirm what substance was being infused during the time of the event? Propofol or similar.